Event description:
It was reported that while starting a da vinci prostatectomy procedure, the site loss vision in the right eye of the camera controller unit (ccu). The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer found that the right camera controller unit (ccu) power supply was defective. The ccu calibrates and adjusts the brightness levels of the video image from the two high magnification camera heads. The ccu then feeds the image through the video synchronizer to the surgeon's console and assistant monitor. The system was repaired by replacing the affected ccu power supply. As of (B)(4) 2011 there have been no reported recurrences of the issue at this hospital.